Event description:
Pulmonetic systems, inc. Received a call from a representative of a facility on 07/2002. The representative reported the following problem: vent inop while on external battery without switching to internal battery.